Event description:
The rptr indicated that the pt was in the hosp to replace another MFR's pacemaker that had reached end of svc. The pt was implanted with a momentum dr, model 294-23 pacemaker. Following two days of uneventful recovery, the pt was discharged. While at home, the pt developed ventricular tachycardia fibrillation was cardioverted, admitted to the hosp, and is currently on life support. The device has not been checked to determine if it is still functioning following the cardioversion.